Manufacturer narrative:
According to uf/importer report# (B)(4), the products used were as follows: rd10r-sp03x-000, rd10r-sp05x-000, rd10r-sp07x-000. No lot numbers were provided. On 3/1/2016, ad-tech sent an email to the initial reporter, (B)(6) requesting additional information. Specifically, ad-tech explained that the electrodes in questions have an inner lumen that is part of the electrode design. This inner lumen is in place to assist with ease of the stylet placement and removal. A photo was sent showing the inner lumen with and without the electrode stylet. A request was made to review the photo and respond if the inner lumen is what was noted as "protruding wires". On 3/16/2016, the customer responded stating that "I can't completely be sure that what is shown in the picture is the same part of the electrode as I saw, but I do remember that the piece protruding out of the rubber was grey and not yellow like in the picture. Apart from that, I have no way of knowing if it's the same or not." Based on the customer's response, another picture was sent via email on 3/16/2016 showing a sample electrode with the wires being lifted out of the stylet opening of the electrode. The customer responded that "what I remember seeing was more like the first picture, but the wire that was protruding was grey rather than yellow. It does not look like this 2nd picture that the wires come out and continue back in. Let me know if you need anything else." The products were discarded as stated by the customer and the item number and lot number could not be confirmed; therefore, no device history records could be reviewed. There have been 0 similar complaints for wires protruding out of the rubber cover on rd depth electrodes between january 1, 2014 and february 29, 2016. There have been no cars, capas and investigations for the alleged deficiency. Per ad-tech risk procedure, the risk is classified as alap (as low as possible). The risk must be reduced or eliminated as far as possible until further control measures are shown not to improve the safety of the device. Based on this information, it is possible that the issue that was seen by the customer was the inner lumen, which is part of the electrode design. However, this issue is considered inconclusive since ad-tech was unable to confirm the deficiency since the products were discarded, as stated in the "describe event" section. No corrective actions were assigned at that time. The complaint was closed and this issue will be monitored moving forward. Update: MDR was resubmitted on 7/22/2020 because at the time this report was originally submitted (3/30/2016), it was inadvertently submitted as a follow-up report instead of an initial report. This was corrected on 7/22/2020 per FDA's request.

Event description:
On 2/29/2016, ad-tech received a copy of medwatch 3500a form, uf/importer report # (B)(4), from the FDA indicating the following issue with ad-tech products: "patient admitted for eeg monitoring via grid. Upon assessment, it was noted that electrodes on the outside of the body had wires protruding out of rubber covering. This was discovered after eeg monitoring had been discontinued. Neurosurgery, notified of protruding wires." 3mm, 5mm, and 7mm electrodes were used. None of the electrodes or packages were saved from surgery."